Event description:
The customer reported a leak when using the unicel® dxh 800 coulter® cellular analysis system. The leak was described as approximately 6 ml of bloody fluid from the right side of the analyzer onto the counter. The leak was not contained. The customer also stated the instrument generated r (review results) flags on the differential and high values on the nucleated red blood cell (nrbc) parameter for 6c controls. The operator was wearing personal protective equipment of gloves and lab coat. There were no reports of exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the leak originated from loose tubing between valve vl212 (manifold mf204) and quick disconnect qdd281 going down to the peltier module. The fse tightened the connection resolving the leak, the r (review results) flags, and the elevated nucleated red blood cell (nrbc) results on the 6c controls. (B)(4).